Manufacturer narrative:
Zoll has not received the quattro catheter for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported an inability to advance the catheter over the guidewire while attempting to insert the quattro catheter to initiate ivtm therapy for a 39-year-old male patient (weight: 85 kg). The customer experienced the same issue with two quattro catheters (lot #208148 and 209490). Additionally, the customer reported that the vessel dilator got kinked when attempting to dilate the blood vessel for catheter insertion. When attempting to pull the guidewire out of the catheter, the wire mesh came apart easily, making the guidewire unusable for another puncture attempt. The customer was able to insert another quattro catheter without any problems. No patient injury was reported.

Manufacturer narrative:
The reported complaint of difficulty inserting a catheter was confirmed during visual and functional testing of the returned quattro catheter (lot #208148). A kink on the shaft was observed 10 cm from the catheter tip, making it difficult to insert the catheter over the guidewire. The precise timing and cause of the catheter kink are undetermined; however, user handling during insertion cannot be excluded. Due to the condition in which the catheter was received, the functional pressure leak test could not be performed. An additional guidewire test was performed: a known-good zoll guidewire was slowly inserted through the central lumen of the catheter; upon reaching the catheter tip, the guidewire became stuck 10 cm from the catheter tip due to a kink in the shaft. Historical complaints were reviewed for investigation related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot #208148.